Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-08-08 reporting that the stimulation in the left kidney started ¿+/- 1 month¿ before the patient had called in to the manufacturer. The pain from this stimulation only became consistent at the point that they had called in. At that point, nothing could be done with reprogramming their settings. Reprogramming was performed to resolve the issue on (B)(6) 2017. Patient weight was asked but not provided. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient was having trouble getting stimulation in the right place. Stimulation was in their left kidney. It was unknown if this was related to positional movement. The caller reported that the stimulator was off because it was empty. The patient had charged it up but not enough and it turned off again. The patient then charged it up and now it was fulling charged but the patient was not getting stimulation. The patient programmer showed that stimulation was on. The patient programmer showed that the patient was on group b program 1 at 3.30v. The patient changed to group a program 1 at 4.0v and the patient was feeling stimulation. The patient reported that they only had 1 program in the group. It was confirmed that the battery was at 100% charged and the patient programmer battery level was 75%. It was reported that the events started on (B)(6) 2017. No further complications were reported.